Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic conducted a post market clinical aggregated data collection survey to evaluate the safety and performance of the nanocross elite device. The purpose of this clinical aggregated data collection survey was to collect retrospective aggregated patient data from clinician customers who use the medtronic nanocross elite balloon. This is an aggregated report. No patient level data has been received by medtronic. The procedure and device were reported to be 100% successful. No malfunctions or device issues reported. The following events were r eported as part of the study. 1 infection occurred 2-30 days after the procedure and was reported as not related to the device, possibly related to the procedure. The event was moderate severity and required in-patient hospitalization or prolonged an existing hospitalization and medication. The event is resolved. 1 case of sepsis occurred 2-30 days after the procedure and was reported as not related to the device or procedure. The event was considered a life-threatening illness or injury required medication and resulted in death. 1 case of shock occurred 2-30 days after the procedure and was reported as not related to the device or procedure. The event was considered a life-threatening illness or injury that required in-patient hospitalization or prolonged an existing hospitalization and medication and resulted in death. 1 case of vessel spasm occurred peri procedurally (occurring soon before, during, or up to 24 hours after index procedure) and was r eported as possibly related to the device and procedure. 17 cases of stenosis/restenosis. All were reported as not related to the device or procedure. All cases were treated with intervention and are resolved. 7 deaths were reported. All were reported as not related to the device or procedure. 1 death was a result of infection, 1 death was a result of sepsis, 1 death cause is unknown patient died in their sleep, 1 patient had respiratory failure unrelated to the device and 1 patient had multiple comorbidities, impaired walking, obesity, tissue loss, chf with ef of 20%. No complications related to actual procedure or device.